Manufacturer narrative:
B3: august is right month but exact date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found records of the reported error. Visual and functional tests were performed, which found a defective downstream occlusion (dso) seal and sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/seal. The dso seal and sensor were replaced to fix the issue.